Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported meter is not working properly. Caller stated patient's reading was 11.7 mmol/l; meter is set at a ratio of 1.7 units of insulin per 10g and a correction of 1 unit per 2.5 mmol/l. Caller reported patient had 45g carbs for breakfast and the meter only asked for 6.5 units, which they changed to 8.5. Caller stated this issue has occurred occasionally in the past but is getting worse. No adverse event reported. Requested return of the alleged meter for evaluation.